Event description:
On (B)(6) 2025, a patient prepped for a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter. Prior to the procedure, it was reported that the balloon was separated from the plastic piece. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted there was a break on the proximal joint between the balloon and catheter, however the balloon was still attached and the guidewire lumen exposed. No detachment was present. In addition, there was a break to the inflation lumen to which each end of the break, the inflation lumen protruded from the proximal and distal end of the balloon joint break. The balloon was noted to have the balloon protector over it. No other anomalies noted. No functional testing performed. Two photos were provided and reviewed. The first photo shows the inner packaging of the dorado device. The labeling details in the provided photo match with the information available in trackwise. No other anomalies were noted. The second photo shows the dorado pta dilatation catheter and break was noted on the proximal joint between balloon and catheter. Balloon was still attached and guidewire lumen exposed. The balloon protector was observed over the balloon. No other anomalies were noted. Therefore, the investigation is unconfirmed for the reported detachment as no detachment was noted to the returned device. However, the investigation is confirmed for the identified break as break was noted on the proximal joint between balloon and catheter. A definitive root cause for the reported detachment and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for a percutaneous transluminal angioplasty (pta) procedure using the dorado pta balloon catheter. Prior to the procedure, it was reported that the balloon was separated from the plastic piece. There was no patient contact.